Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the vessels were severely tortuous and severely calcified. Aortic neck angulation was reported as 90 degrees. The physician was unable to get the bifurcated stent graft to the intended landing zone. The physician elected to deploy the bifurcated stent graft lower than intended, due to the patient's anatomy and added aortic cuff proximally. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: (angulated aortic neck), (stent graft deployed in a patient with a severely angulated aortic neck). Conclusion: (angulated aortic neck), (stent graft deployed in a patient with a severely angulated aortic neck).